Manufacturer narrative:
An in-vivo lead fracture was reported to abbott. The lead was replaced and not returned for evaluation. The device history records of the leads were reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined. Effective therapy was reestablished postoperatively.

Event description:
Additional information received indicates that surgical intervention took place wherein the lead was explanted and replaced with a new lead to address the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient experienced loss of stimulation due to high impedance issue on the lead. A surgical intervention is anticipated in the near future. No further information is available at this time.